Event description:
It was reported there was a communication error on (B)(6) 2019 in the psu. It was noted that the pcu only displayed channel a and not channel b. It was reported that channel b was located to the right of the pcu and was "blinking red and green." Also, no buttons on the pump module worked. There was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of a communication error was confirmed after review of the customer logs during the investigation. Based on the logs, a communication loss was exhibited between the source device and the pcu. As a result of the communication loss, the source device displayed the ¿communication error¿ noted by the user. A review of the logs identified the time of the incident occurring on (B)(6) 2019 at 2:22 pm and at 2:23 pm. Two channel disconnect/ communication loss error events were identified during the time of the incident. During a channel disconnect/ communication loss error event, a pump module is designed to continue infusing until the unit is physically removed or channeled off. In this state, all pump module buttons are available except for the ¿channel select¿ key. The proximate cause of the customer¿s experience with the communication error was attributed to a communication loss between the source device and the pcu. The exact cause of the communication loss was not determined since the incident devices were not returned for this investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was a communication error on (B)(6) 2019 in the psu. It was noted that the pcu only displayed channel a and not channel b. It was reported that channel b was located to the right of the pcu and was "blinking red and green." Also, no buttons on the pump module worked. There was no patient harm.